Event description:
Multiple events that do not have specific product identifiers. These events occurred in oncology and neonatal ICU, and other units. The neonates have had a dramatic increase in their central line infections in the past few months: event 1: y-site leaking - patient was receiving IV kanjanti infusion. Kanjanti was attached to the lower y-site of ns primary. About 10 minutes into infusion patient husband noticed large spill of fluid on the floor. Pump was still running. Pump immediately stopped. Chemo spill kit grabbed. It was noted that the chemo tubing was completely dislodged from above the y-site connection hub. The spilled fluid was on the ground, none on patient. Educator and manager made aware. Tubing saved and shown to pharmacy. Event 2: leak at distal port - baxter IV tubing found leaking at distal port. It was attached to PICC. Event 3: tubing leaking from stopcock area, allowing blood to backflow into tubing. Tubing discarded due to blood and radiation dosing. Packaging saved. Event 4: leak at y-site - tpn hung as ordered at 2115. Noted to see leaking at y-site closest to bag about 1 hour after new fluids hung. Small drops of fluid forming at top of y-site. IV tubing changed. Event 5: leak at drip chamber - called to patient's chairside for chemo leak. Chemo line noted to be leaking immediately above filter. Chemo stopped. Chemo disconnected. Approx. 10cc leaked; hard to quantify as majority of leak was on patient's clothing. Pharmacy and provider notified. New bag of chemo ordered and made by pharmacy for remainder of drug to be infused. Event 6: leaking at extension tubing - rn observed tpn leaking from micron filter extension tubing. Leak retested and confirmed with this rn. No visible damage to tube, no connections loose. Md notified, recommendation confirmed with tpn pharmacist to stop current bag of tpn and initiate d10 until new bag of tpn at 1800. Event 7: leak at drip chamber - situation: line leak. Background: patient here for c1d1 sacituzumab govitecan. Immediately after hanging IV bag, leak was noted below drip chamber. Assessment: chemo leak handled appropriately, and line changed. Recommendation: investigate line leakage. Event 8: leak at port - there was no pharmacy error. I was asked to observe a line that is "squirting 'chemo' out of a port." Upon examination, there was visible drops at the line. I have photographed for review without any hpi. Rn confirmed that chemo wasn't started, so I have processed to remake another chemo bag. Manufacturer response for IV tubing, across all tubing (per site reporter) we have sent all samples when available. None of these events had samples that we could send and did not have product identifiers for specific item numbers.